Manufacturer narrative:
Feb 2019 quarterly asr report. Exemption e2013025. The total number of events for product classification code oto is 2. Qty 1- alyte y-mesh graft, sterile. Qty 1- alyte y-mesh graft, sterile (5-pack). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 feb 2019 quarterly oto.xlsx]. H3 other text: no sample received.

Event description:
Feb 2019 quarterly asr report.